Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the homechoice was not returned, a device analysis was unable to be completed. A service history record review did not identify any issues in the previous service events that would have contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of an increase intra-peritoneal volume (iipv) that occurred on the homechoice device during peritoneal dialysis therapy. During inquiry about the patient¿s total ultrafiltration readings, the technical service representative reviewed the logs and identified the iipv event. While performing therapy the previous day, the patient had a largest prescribed fill volume of 2500ml and ultrafiltration values equal to 278ml for cycle 4, 2110ml for cycle 3, -601ml for cycle 2, and -551ml for cycle 1. The technical service representative advised the patient to follow up with the registered nurse. There was no injury or medical intervention indicated at the time of the report. No additional information is available.